Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system on-site and repaired the damage to the connector/leads. No parts were replaced, and thus no parts will be returned to the manufacturer for evaluation. A full navigation system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the navigation system fan connector was damaged/missing. It was reported that this damage resulted in exposed 12v leads where the connector had previously been. The leads were reportedly taped to prevent a short circuit. There was no patient present when this issue was identified.